Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient's representative reported right side ¿capsular contracture baker grade I¿, ¿pain¿, ¿bilateral pressure sensitivity¿, ¿swollen lymph nodes¿, and ¿depression and anxiety¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, g4, h4, h6.

Event description:
Patient's representative reported right side ¿capsular contracture baker grade I¿, ¿pain¿, ¿bilateral pressure sensitivity¿, ¿swollen lymph nodes¿, and ¿depression and anxiety¿. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs: depression: unable to observe as it is a medical event that is not related to the device. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient's representative reported right side ¿capsular contracture baker grade I¿, ¿pain¿, ¿bilateral pressure sensitivity¿, ¿swollen lymph nodes¿, and ¿depression and anxiety¿. Device has been explanted.